Manufacturer narrative:
Additional information: b5, g4, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was deformed and swelled. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed using a syringe and it was noticed the cuff held the air and no distortion was observed on the cuff. Information has been added to the database and trends will continue to be monitore if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was deformed and swelled. There was no patient injury.